Event description:
It was reported that the device would display "connect electrodes" when the charge button was pressed. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the high voltage transfer relay assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a pin that was pushed out of the p24 connector.